Event description:
It was reported that a patient with a 23mm intuity aortic valve underwent a valve-in-valve after an implant duration of eight months due to severe pvl leak, severe regurgitation. As reported, the procedure was aborted following a bav procedure. The patient appeared to have lvot defect causing severe plv leak. Additional information received: the 23mm intuity valve did not fail. There was a large pvl around the outside of the intuity valve. The md was hoping to use a thv implanted low to fix that pvl. Following a bav and perioperative echo, the decision was made not to treat this patient. Per the medical records, the patient presented with congestive heart failure. The patient underwent a valve-in-valve procedure. Aortography revealed severe aortic regurgitation and the presence of a large pseudoaneurysm below the annuls of the valve. The leak was large around the annulus and drained into a pseudoaneurysm below the valve. Given that the subannular stent frame of the valve was not expanded. The surgeons felt an attempt to fully expand the stent frame would be the first step. Balloon aortic valvuloplasty was performed. The expand had no impact on the leak. Given the presence of pseudoaneurysm below the valve, the surgeons did not feel valve-in-valve with fracturing would seal the leak and would attempt to see if a percutaneous plug would reduce the leak. Unfortunately, this did not have any effect on severity of the leak. Given the presence of leak into a pseudoaneurysm, the surgeons felt percutaneous closure is not going to be a feasible due to its size and anatomy. Surgery would be the best option for this patient. The patient was transferred to the step-down cardiac floor in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7 and h6 (component codes, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm intuity aortic valve underwent a valve-in-valve after an unknown implant duration due to pvl leak. As reported, the procedure was aborted following a bav procedure. The patient appeared to have lvot defect causing severe plv leak. Additional information received: the 23mm intuity valve did not fail. There was a large pvl around the outside of the intuity valve. The md was hoping to use a thv implanted low to fix that pvl. Following a bav and perioperative echo, the decision was made not to treat this patient.